Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During deployment, device had a cobra formation and was removed from the patient prior to release from the delivery cable. There were no interactions with cardiac structures during deployment and no angulation or kink noticed in the delivery system. An unknown sized, unknown device was ultimately implanted. No patient consequences were reported.

Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.